Event description:
It was reported there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Trans-septal access was obtained and a core wire was placed in the pulmonary vein for the sheath exchange. Heparin was administered and the double curve sheath was advanced over the core wire and into the left atrium. A pigtail was inserted into the appendage and an angiogram was performed. A 27mm wds was prepped and advanced through the sheath. The device was deployed and the physician noted the presence of a clot on the was. An attempt was made to aspirate the clot unsuccessfully and since the wds did not completely cover the lobes, a full recapture was performed to pull everything back across the septum. There was a 16f sheath in place so the was was removed from the body. At this time the activated clotting time (act) came back at only 235 and additional heparin was given. The physician flushed the clot out of the sheath. A second act came back and was therapeutic, so trans-septal access was reobtained. The procedure was successfully completed with a second 27mm wds. The patient remained stable and was discharged the following day.